Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 429 mg/dl, 142 mg/dl, 174 mg/dl, and 413 mg/dl. No high blood glucose symptoms reported with these results. No action taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.